Manufacturer narrative:
Device evaluation did not show any malfunction. Drill not engaging the bone at designated depth is likely caused by a change of patient's bone morphology after tooth extraction at the implant site.

Event description:
Doctor used a surgical guide to place dental implant. When he did pilot drill, it did not take him to the desired depth. It left in the extraction socket and did not engage in bone. He stopped the surgery and grafted the site.